Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, rupture, and silicone migration.

Event description:
Patient reported pain, rupture, and silicone migration. Record is for right side. Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Silicone migration: unable to observe, as it is a medical event. That is not related to the device. Pain: unable to observe, as it is a medical event. That is not related to the device. Deformation: no observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.

Event description:
Patient reported pain, rupture, and silicone migration. Record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on anterior side assessed as surgical damage. ¿ deformation: unable to observe since the device is ruptured. ¿ pain: unable to observe as it is not related to the device. ¿ silicone migration: unable to observe as it is not related to the device. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.